Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that on (B)(6) 2019 one haptic was out of the anterior chamber. It was indicated that the continuous curvilinear capsulorrhexis (ccc) size was around 6 mm, vitreous pressure was normal. The position of haptic was restored by surgery and miotics were installed to prevent haptic from coming out. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.